Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between october 12, 2020 to october 13, 2020. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Upon a zoomed in blurry area of the attached photo, observed of a possible droplet at the spike port tube/spike port area; however, without the physical sample no failure analysis was possible. Due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.